Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
The device evaluation of the battery charger was completed. The reported problem (unable to charge battery pack) was confirmed. Upon investigation, the charger was not powering on due to being burnt on the battery board. The root cause of the burnt battery board was unable to be positively identified. There was no adverse event that resulted from the damaged charger.